Manufacturer narrative:
Concomitant medical products: 5076-58 lead implanted (B)(6) 2007; 5076-52 lead implanted (B)(6)2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his bundle lead exhibited high thresholds. The rv his bundle lead was explanted and replaced. It was noted that during the extraction, the lead broke during laser removal. No patient complications have been reported as a result of this event.